Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. The helix was distorted/bent, and blood was found on the distal conductor and the distal end of the electrode. The lead exhibited apparent explant damage. The analyst noted that the blood on the distal conductor most likely entered through the df-4 connector pin, as no insulation breaches were observed. Concomitant products: 4076 implantable pacing lead - 2012 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited poor sensing and a loss of capture. The lead was explanted and replaced. During the replacement procedure, the lead helix would not retract. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited poor sensing and a loss of capture. The lead was explanted and replaced. During the replacement procedure, the lead helix would not retract. No patient complications have been reported as a result of this event.